Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing during device pre-test. There was no patient involvement, and no harm or injury reported. Replacement of the 3-way solenoid valve and the proportional valve are required to address this issue. A philips authorized service provider will complete the device repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.